Event description:
It was reported that the risk mgr at the hospital, reported that the ceramic head broke spontaneously in situ after almost 2 years. The pt had a revision surgery. The risk mgr reported that just after the implantation of the hip prosthesis and until the alumina head broke, the pt heard a sound at the level of his hip.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If it becomes available, the evaluation summary will be submitted in a supplemental report.